Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the only pump was removed and discarded. The issue was now resolved.

Manufacturer narrative:
Continuation of d10: product ID 8782, serial# (B)(6), implanted: (B)(6) 2025: product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 19-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The following information was previously reported in manufacturer's report #3004209178-2025-21594: information was received from a consumer regarding a patient reporting that the patient was overdosing on dilaudid. It was reported that they got their catheter replaced on tuesday and repositioned. The pump was also refilled and reprogrammed. The patient had been severely sick ever since and they had to call 911 and already been in the hospital for over 12hrs and wondering if there could be a way to turn the pump off. Agent redirected the caller to their managing hcp for further assistance. Additional information received from the patient via a manufacturer representative indicated that, after surgery, the patient was "out of it for 36 hours", so as a result, the doctor permanently shut down his pump. The patient had an appointment on (B)(6) 2025 with the doctor to discuss replacing the pump. No other information was available at this time. New information: additional information was obtained from a consumer via company representative reporting that the patient was admitted for their symptoms of overdose, but those symptoms have now resolved. No further information was reported as company representative stated difficulties connecting with patients' healthcare provider. **see related event 708758707 regarding the catheter revision.**